Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked with a boo sound when an instrument such as a forceps was removed from the device. There was no drop in pressure, but it was noisy. The gas consumption rate was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was any torque being applied to the trocar or device? ---no information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the cap/base of the universal seal assembly separated. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.